Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shocks from the device due to double counting of r waves. The right ventricular lead was found to be dislodged that was confirmed upon fluoroscopy. The patient presented for lead revision. The lead was repositioned successfully. The patient was in a stable condition.